Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, no manufacturing non-conformances were identified during the evaluation. During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The balloon was visually inspected for any defects. The flex shaft was 100% visually inspected for physical damage (kink, crack, gouge, puncture), raised edges/material, or exposed metal on stent section. During final inspection, 100% distal to proximal visual inspection was performed by both manufacturing and quality. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to delivery system withdrawal difficulty and difficulty tracking system. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU) on the commander on delivery system insertion through sheath: correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push delivery system closer to sheath hub, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. IFU instructions for thv retrieval back into sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through vasculature,' and 'navigate and position catheter to target location - unable to track system through anatomy' were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. A review of DHR, lot history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per report, 'as per medical opinion, the huge amount of calcium in the access vessel was related to the event'. The presence of calcification can create a difficulty tracking pathway. Moreover, a calcified access vessel can create a non-coaxial configuration of the delivery system/valve which could have led to the withdraw difficulty. As reported, 'it was decided to pull sheath keeping valve position till the valve exited from the sheath. Once valve got out of the sheath, it was tried to advance with the valve, but the valve was jammed in the common iliac and it was unable to move forward or backward.' The valve getting stuck in the common iliac after exiting the sheath and pulling the sheath back, in combination with the presence of calcification in the access vessel, suggests the sheath may not have been positioned properly, contributing to the subsequent tracking and withdrawal difficulty. Per the training manual, the sheath tip should be positioned past the aortic bifurcation as this can increase the risk of damage to the vessel. A definite root cause was unable to be determined. However, as such available information suggests patient factors(calcification) and/or procedural (improper sheath placement/non-coaxial withdrawal) factors contributed to the reported event. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Patient who underwent an implant of a 26 mm sapien 3 ultra valve, by transfemoral as reported from our affiliates in united kingdom, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, resistance was felt during delivery system insertion through the sheath and the valve became stuck in the sheath. Once the valve had exited the sheath, it was attempted to advance the valve, however the valve was 'jammed' in the common iliac. The valve was deployed in the common iliac and a stent was placed within the valve. The procedure was postponed.